Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.